Event description:
It was reported when using the bd vacutainer® edta 2k the tube was cracked from the bottom of the tube. There was no report of impact to the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. Visual inspection and evaluation of the photo confirmed the presence of damage, the bottom of the tube at the gate area has been damaged. Additionally, ninety (90) retention samples from bd inventory were evaluated were visually inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd determined that the root cause for the defect was found to be a temporary blockage in the water channel for mold cavity that caused the parts to stick during cold start-up. The cavity was blocked from producing parts. Improvements to the press controls, training program, and standard work are action items being addressed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.